Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed noise on the electrogram that could be reproduced by having the patient reach across with his arm. The lead diagnotics were normal. The device was implanted less than one week ago, and the atrial port was plugged.